Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one of the 25mm pinn flex drill bit got bent at the fluted tip. Another 25mm pinn flex drill bit also got bent at the fluted tip, plus the flex shaft began to unwind. No surgical delay reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.